Manufacturer narrative:
Additional information: h6, h11. H11: prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a video of the sample were provided for evaluation. Visual inspection of the video showed a leak at the level of the set drain bag sealing near the stopcock. The reported leakage occurred five (5) hours after the start of therapy. Once used the drain bag must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. A preventive action record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st 100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.